Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was connected to the homechoice at the time of death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). A review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. A short simulated therapy was performed and completed successfully. The device has completed an electrical safety test and functional check as required. There were no malfunction or failures that could have caused or contributed to the reported event. As a result, the root cause of the reported issue can not be determined. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.